Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 days post implant of this 12mm pulmonary valved conduit in a (B)(6)-old pediatric patient, it was explanted and replaced with a ¿valve of a different length¿. The surgeon reported the initial implant was too long for the patient and caused the sternum to press on the pulmonary artery. As the sternum had a delayed closure, the conduit was explanted and replaced with a homograft. The surgeon also reported that the patient is doing well after surgery with no additional adverse patient effects reported.